Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4): information was received from a consumer implanted with a neuro stimulator for spinal pain. It was reported that the patient's recharger had not charged in two days and therefore they could not use the recharger to charge their implantable neuro stimulator (ins). The patient reported there was no green light on the desktop charger and the power cord was not plugged into the desktop charger and once they re-plugged it in snuggly the recharger started charging successfully. The patient reported that they could not charge their ins because they were getting the reposition antenna screen on the recharger. The patient stated last time they had stimulation was two days ago but it was down to one bar. The patient seemed confused by the terms and product service specialist (pss) thinks that patient was referring to the recharger not charging. An issue that was resolved during the call. The patient stated they were able to successfully recharge their ins about a month ago. The patient stated they usually do not charge their implant right away and let it go until it is almost out and then charge it back up. The patient reported that the last charging session was more than one to three months ago. The patient stated they usually had to reposition the antenna several time in bed and had to get into the right position before they got coupling bars up, last time they charged they only saw one coupling bar filled. The patient still encountered reposition antenna screen. The patient was not able to communicate ins with another external device. Patient was redirected to their health care professional to address a possible over discharge and check device as both pieces of external equipment were not connecting up to the implant. Patient asked whether she would need surgery and pss reviewed information about over discharge. Patient stated they would call the health care professional. The patient mentioned that she has been on workers compensation since 2011 and before her current implant she had an older type of device. No patient symptoms or complications reported from this event.